Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer inserted a new battery and pump died a day after. The customer stated it lost power after changing battery. The customer's blood glucose was unknown. The customer was advised a battery cap will be sent and to revert to back up plan.